Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer's mother reported that her son's device had button errors. The mother states the buttons were sticking and difficult to press. The customer's blood glucose level at the time of incident was unknown. Troubleshoot was not able to be conducted because the son had the pump with them. The mother was advised to inform customer to call the help line to troubleshoot.